Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient got surgery for hyperextension of their bladder the thursday before the report and had pain from surgery. Patient's doctor checked their implant after surgery and everything was fine. Patient was experiencing painful stimulation at the implant site, even when ins showed that stimulation was off. Patient was on program 4 at 3.0v and had turned down stimulation a couple days before and felt painful stimulation at the implant. At first, patient thought it was back pain but noticed it was painful stimulation from the implant and they were having really bad back pain in the area of the stimulator and that they were not feeling stimulation in their bike seat anymore. Patient requested assistance in changing to program 3, but yelled out and had painful stimulation at implant site and felt stimulation in their left side vaginal area and up and down their left leg and on their left side implant. Patient turned stimulation down to 1.5v. No further complications were reported.